Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the flourish device was placed on (B)(6) 2020. The upper magnet was introduced into the upper esophageal pouch. The lower magnet was introduced through the established existing stoma and placed in the most distal end of the esophageal pouch. The device was left in place for four days and the magnets did not move or attract. On (B)(6) 2020, the flourish device was removed. It did not establish an anastomosis and no adverse events were reported. After placement of the flourish device, the gap appeared to be around 4 cm or just above the 4 cm mark. A section of the device did not remain inside the patient¿s body. The patient stayed hospitalized because of the patient's preexisting conditions and also for the surgical approach to treat the esophageal atresia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common medical devices: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the flourish device was placed on (B)(6) 2020. The upper magnet was introduced into the upper esophageal pouch. The lower magnet was introduced through the established existing stoma and placed in the most distal end of the esophageal pouch. The device was left in place for eight days and the magnets did not move or attract. On (B)(6) 2020 the flourish device was removed. It did not establish an anastomosis and no adverse events were reported. After placement of the flourish device, the gap appeared to be around 4 cm or just above the 4 cm mark. A section of the device did not remain inside the patient¿s body. The patient stayed hospitalized because of the patient's preexisting conditions and also for the surgical approach to treat the esophageal atresia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.